Manufacturer narrative:
H10. Additional/updated information ¿ b1, b5, b6, b7, d8, h6 health effect - clinical code, medical device problem code, h7, & h9. There is no other information available. These devices are used for treatment not diagnosis. Pending investigation.

Event description:
Revision operative of 15 jul 2022-patient was revised to competitor¿s devices. Preoperative diagnosis: global instability status post left total knee replacement, recurrent effusions and pain. Procedure(s): revision left total knee replacement, both components. Findings: global instability under anesthesia with 5 deg hyperextension, med/lat laxity in extension mid flexion and flexion with 1 cm ap translation. Post wear. Components well fixed. Aori type I bone loss tibia and type I bone loss femur. No gross evidence of infection. Loose poly insert within the tray consistent with backside wear. Procedure: synovectomy was performed. The patella was found to be well fixed and so was retained due to morbidity of removal. The size 11 mm ps polyethylene insert was found to be loose on the tray and there was severe wear of the post. The femoral component was found to be well fixed; the component was then removed using a bone tamp with minimal bone loss. Removal of the femoral component revealed aori type I bone loss. The tibial component was found to be well fixed; the tibial component was then removed. Bony inventory of the tibia revealed aori type I bone loss. There was excellent supportive bone for tibial component and so a cone was not needed. Devices were trailed and then implanted. Dressings were applied. There were no complications. The patient was transferred to the recovery room in stable condition. Patient discharged home from the hospital when comfortable and have met all pt goals. There is no device return, there are no provided images, there is no other information available.

Event description:
As reported by legal, approximately 14 years post op the initial left tka, this female patient was revised. Reason for revision was not reported.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
H3: investigation results: the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. It could not be determined from the information provided whether the reported backside wear was the result of incomplete seating of the tibial insert or loosening of the insert within the tray. The extent and root cause of the prosthesis wear and osteolysis could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Additional information: h6 clinical code, problem code. Correction: h6 component code.